Event description:
It was reported that the procedure was an upper gastrointestinal endoscopy screening examination. No additional procedures and no hospitalization reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated information is also added to section b5. There should not have been a UDI provided in the initial report in section d4 as the device is not sold in the us. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in compliance with the specifications. Based on the results of the investigation, it was considered that the printed circuit boards of the video system center fell into the operation failure by some factors. Olympus could not identify the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center used along with the light source could not be switched to narrow band imaging (nbi) and the screen blacked out afterwards (no image). The issue was found during unspecified diagnostic procedure that was cancelled. There were no reports of patient harm.